Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a bivona adult tts adjustable neck flange hyperflex tracheostomy tube had a leak discovered after 3 weeks of use. The event was observed spontaneously by the patient and hospital staff. The patient noted a pinhole on the distal tip of the tube after removal. The reported issue resulted in an emergency tracheostomy change, which elongated the patient's hospital stay. An attempt to place another company's tracheostomy tube was conducted with no success, so had to use backup tracheostomy tube, which resolved the reported issue. Medication and duoneb inhalation were administered for pain and bronchospasms, respectively. No permanent injury was reported. Tracheostomy was placed in a hospital by an ear, nose, and throat (ent) health professional, whom the customer noted to have tested the cuff patency. The tracheostomy was under its initial use and tied with posey tracheostomy ties. Cuff was filled with 6cc air to seal, and was deflated during the day for speaking. Tracheostomy was initially placed due to worsening respiratory failure. Patient was bilevel positive airway pressure (bipap) dependent for 24 hours per day prior to tracheostomy. Patient was ventilator-dependent for 22 hours per day and off for 2 hours during the afternoon, not as sequelae to reported event.

Manufacturer narrative:
One 8.0mm fixed hyperflex aire-cuf® customized tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found that the device passed inspection prior to shipment. During functional testing, a syringe was used to inflate the device cuff with 30cc's of air and the device was submerged in water. The cuff partially inflated; however, air was found immediately escaping from a pinhole in the aire cuff. Investigation determined that the wall of the cuff had been punctured and the small pinhole on the cuff allowed the air to escape and prevented the cuff from fully inflating. Investigation was unable to determine the root cause of the hole on the cuff. (B)(4).